Event description:
Customer reported being treated for low blood glucose levels in emergency room. Customer was released that evening. Customer stated that he has always been prone to low blood glucose levels, however, lately they seem to be more frequent. Troubleshooting performed and pump seems to be functioning as designed.